Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to the cuff being too big. A revision surgery was performed to remove the component and implant a smaller one. No further patient complications were reported.